Event description:
During the atrial fibrillation procedure, the sheath was inserted into the left atrium, aspiration was performed for flushing prior to catheter insertion, and air was aspirated. Several attempts were made to aspirate the air, but the air could not be fully removed. The sheath was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.